Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2017-02056. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the catheter shaft broke. Another 2.50mm x 20mm emerge¿ balloon catheter was advanced but the balloon ruptured. The procedure was successfully completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 52cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-02056. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the catheter shaft broke. Another 2.50mm x 20mm emerge¿ balloon catheter was advanced but the balloon ruptured. The procedure was successfully completed. No patient complications were reported and the patient's status was fine.